Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery (cfa) using the preclose technique prior to an unspecified procedure. Reportedly, on placing the prostar xl device, the device was placed too laterally and could not get blood flow. A second prostar device was used with the same results. Two additional prostar xl devices were used to achieve hemostasis. Hemostasis was achieved in the cfa using the pre-placed sutures from prostar xl devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to discarded. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported marker lumen blockage could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.